Event description:
Customer reported receiving a failed battery test. The customer had tried different batteries and the alarm persists. She also stated she was unable to troubleshoot at the moment. The customer's blood glucose was 174 mg/dl. The customer stated she would call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.